Manufacturer narrative:
Citation: schymik g et al. Evolution of transcatheter aortic valve implantation over 7 years: results of a prospective single-centre registry of 2000 patients in a large municipal hospital ((B)(6) registry). Bmj open. 2018 oct 25; 8 (10): e022574. Doi: 10.1136/bmjopen -2018-022574. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the changes to transcatheter aortic valve implantation over a 7-year study period and the effects on patient selection, periprocedural outcomes and early safety endpoint. All data were collected from a single center between may 2008 and march 2015. The study population included 2,000 patients (predominantly female; mean age 82 years), 359 of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among the overall study cohort, mortality rates (procedural, all-cause at 30 days, cardiovascular and non-cardiovascular) were reported. However, multiple manufacturers were noted in the literature; based on the limited available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: new permanent pacemaker implantation, second valve implanted, conversion to open surgery, coronary artery obstruction requiring intervention, unplanned cardiopulmonary bypass, pericardial tamponade, incorrect valve positioning, disabling/non-disabling stroke, moderate-severe prosthetic valve regurgitation, life-threatening bleeding, major vascular complication, and mean aortic valve gradient greater than or equal to 20mm hg. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.